Manufacturer narrative:
Additional information evaluation summary post market vigilance (pmv) led an evaluation of one device single use loading unit. The visual inspection of the returned product noted there were no abnormalities caused to the instrument or sulu. Functional testing included reloading sulu into the returned device. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, the nurse could not set the cartridge fork and the anvil fork. They replaced with a new device to complete the procedure. There was no patient injury reported.